Event description:
It was reported that during post implant device check of an asymptomatic patient, the right atrial lead exhibited noise resulting in inappropriate mode switch. No intervention was performed as this was noted to be an isolated incident. The patient would continue to be monitored. There were no adverse consequences to the patient.

Manufacturer narrative:
UDI (di): (B)(4).